Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/15/2024, it was reported by a sales representative via (B)(4) that an ar-18800-03 driver shaft and ar-18800-04 driver shaft broke. This occurred during use in a case with no patient effect. Additional information requested.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-18800-04 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the hex tip was twisted. The most likely cause is attributed to misuse due to use error of over-torquing/over-engaging the driver with the screw head. The complaint allegation noted that the shaft was broken. After measuring the driver, the complaint could not be confirmed. The length of the driver shaft was measured with caliper ID: (B)(4) and had an expected length of 3.600 ± .020, passing with a tolerance of 3.599.